Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure not detected during our testing. The pump was also received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the customer's insulin pump alarmed motor error. The customer's blood glucose was unknown. The customer reported the drive support cap is flush. The customer was advised to discontinue use of the pump and revert to back up plan.